Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The manufacturing deficiency investigation conclusion code was selected based on analysis evidence of a hole in the battery liner/cover, allowing contact between the battery and the electrically active pg case.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was a case of an attempted implant due to consistent reproducible pocket stimulation with atrial pace (ap) and ventricular pace (vp) that was present upon connecting to the device. However, when connected to a new programmer, the stimulation was not present. Lead impedances were stable from the pacing system analyzer (psa) with no visible damage on the leads. This device was replaced and never in service. No adverse patient effects were reported.